Event description:
It was reported that the renasys go had a cracked case and doesn't generate alarms under expected conditions. No case involved.

Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. The functional inspection found that the device could not generate alarms under expected conditions, establishing a relationship between the malfunction and the reported even. Root cause determined as a defective mainboard and contact with another source. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.